Event description:
Ncc reported via e-mail that when the home patient connects to the machine "there is a crack" sound after 30 seconds. When the patient is opening the uv flash, the spike point is off. The patient goes to the hospital for a change of the aggregate. When the patient returns home and during the next change of the bag, the same occurs again. No additional information available. No patient injury was associated with this incident per the initial report.